Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient encountered a fluid leak during an unknown phase of pd treatment. Patient cancelled treatment and found fluid on the external part of the cassette and in the pump module area of the cycler. In a follow up, the pd nurse verified the event and said the machine started draining slowly during drain 3. The patient then stopped treatment and that is when the fluid was discovered. The patient went to the clinic and finished the treatment. The patient resumed using the cycler the next day and it has worked fine since then. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient encountered a fluid leak during an unknown phase of pd treatment. Patient cancelled treatment and found fluid on the external part of the cassette and in the pump module area of the cycler. In a follow up, the pd nurse verified the event and said the machine started draining slowly during drain 3. The patient then stopped treatment and that is when the fluid was discovered. The patient went to the clinic and finished the treatment. The patient resumed using the cycler the next day and it has worked fine since then. The cycler set is not available to return.